Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 3000 ohms, when programmed to bipolar mode. Due to the high out of range impedance, the pacemaker was not magnetic resonance imaging (MRI) conditional. The device was programmed into MRI protection mode, and a cardiology order was confirmed. Technical services (ts) discussed that the health care professional (hcp) should exit MRI protection mode once the scan was complete and reprogram this rv lead back into unipolar mode. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.